Manufacturer narrative:
G4: 21jul2020. B4: 28jul2020. User interface assembly was returned for failure analysis. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed in the returned interface assembly in a fi test ventilator in an attempt to duplicate the reported problem. During the debugging, the technician found the cold cathode fluorescent lamp (ccfl) burnt out. The burnt out cold cathode fluorescent lamp (ccfl) backlight generated the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06mar2020.

Event description:
It was reported that the unit had a display failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the user interface assembly and the issue was resolved.